Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for placement to resolve the issue. Block a: there was no patient information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure resulting in loss of mechanical ventilation. The patient was switched to manual ventilation. There was no patient injury.